Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported tube had a dark colored substance inside it. Verbiage received, I also have one vacutainer lav tube lot #8187684. It has a dark colored substance between the tube and stopper.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported tube had a dark colored substance inside it. Verbiage received: I also have one vacutainer lav tube lot #8187684. It has a dark colored substance between the tube and stopper.